Event description:
It was reported that during a procedure, the catheter became stuck on the wall stent. The catheter was cut outside of the pt's body. The procedure was aborted. It was reported that the pt was not impacted and is doing well. It is volcano's policy to report cases where the catheter is stuck in stent.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the MFR, so a device eval has not been performed yet. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the MFR's investigation is completed.